Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The longevity of the device battery was checked 3 months prior and showed there was 9 months remaining. The patient also reported feeling some dizziness but had no loss of consciousness. Subsequently, this crt-p was explanted and replaced. This device has been received for investigation. No additional adverse patient effects were reported.